Event description:
It was reported that the pump did not detect the amount of insulin in the cartridge. There was no reported impact on the customer's blood glucose level. The allegation could not be confirmed as the issue could not be duplicated. Customer reverted to an alternate method of insulin therapy.